Event description:
It was reported that the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately nine months after device replacement. Additional information obtained indicated the patient's tachy therapies had been turned off three months prior to patient death due to declining health and that pacing functionality remained in use as the patient was pacemaker dependent. The cause of death has been requested and is not available.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.